Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2010 and mesh was used. In (B)(6) 2011 and (B)(6) 2012 the patient developed a painful, burning rash on her abdomen when she exposed her abdomen to sunlight. The following day, water like blisters appeared on her abdomen. The patient was treated with medication and is concerned that this was caused by the mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.